Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Test strips were not returned for investigation.

Event description:
The customer obtained questionable low results for one healthy, non-diabetic neonate patient using an accu-chek inform ii meter (serial number (B)(4)). All results are in units of mg/dl, and all results were released to medical personnel. The baby was born on (B)(6) 2017. A nurse tested him on (B)(6) 2017 at 3:15 pm with an initial result of 30. Four minutes later, the nurse tested him again with a result of 52. There was no allegation that an adverse event occurred. Further information was requested about treatments performed or withheld based upon the results, but no information was provided. The baby was feeling okay and was released from the hospital on (B)(6) 2017. Routine controls were performed on the meter within 24 hours of the results, and both levels passed. The meters, strips, and controls were requested to be returned for investigation; replacement meter was sent. Only the meter was returned for investigation. There was some minor contamination from linearity solution within the strip port. The returned meter was tested with retention battery, test strips (lot 475316), and controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results (mg/dl): returned meter with retention strips and level 1 controls: 42, 43, 43, returned meter with retention strips and level 2 controls: 281, 282, 292. All results are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Various factors can influence the results, including residues of water or disinfectant on the skin which can dilute the drop of blood and lead to incorrect results.